Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient enrolled in a clinical study underwent a total hip athroplasty on (B)(6) 2010. Subsequently the patient was revised on (B)(6) 2015 due to armd.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual examination of the components has highlighted a possible wear patch towards one side of the acetabular shell and a wear stripe and extensive metal transfer on the ceramic femoral head. Such features are suggestive of edge loading, perhaps as a result of sub-optimal positioning of the acetabular cup or a degree of laxity within the patient¿s joint. However, these possible mechanisms cannot be confirmed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device returned to (B)(4) on october 5, 2015. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study and underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2015 due to mild adverse reaction to metal debris (armd), metallosis, audible noise from the joint, and elevated metal ion levels. The modular head and acetabular cup were removed and replaced.